Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received stated the device was not in contact with the patient when the piece disengaged. Nothing fell into the patient cavity. Another dissector was opened and used to complete the procedure. No patient details are being made available.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device is missing a piece of the activate waveguide disengaged. To date, the site contact has not confirmed that the piece was located, however the patient status has been confirmed as being good. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
Evaluation summary: one device cordless ultra sonic dissector was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found some cracked on disposable device waveguide but does not affect functionality. The reported condition was not confirmed. Functional testing of the returned dissector was performed with a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light-emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in a glycerin bath at both power modes with acceptable results. No abnormal noises were noted before or during product activation. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.